Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed since a product code or lot number was not provided by the customer. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the wire did not insert smoothly into the catheter and was difficult to remove. The spring wire uncoiled and was removed from the patient. Therapy was not delayed/interrupted.

Manufacturer narrative:
(B)(4). Additional information requested regarding the catalog/material number. It is reported that the user facility does not have information regarding lot number. Sales history cannot be reviewed for the potential lot number as the product code is unknown. No additional information received at the time of this report.

Event description:
The customer alleges that the wire did not insert smoothly into the catheter and was difficult to remove. The spring wire uncoiled and was removed from the patient. Therapy was not delayed/interrupted.